Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and a picture of the impacted set was provided. Their visual inspection observed an external fluid leak from the connector of the patient return line. The reported condition was verified. The cause was supplier issue related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.